Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the carina alarmed and the ventilation stopped. No patient injury reported.

Manufacturer narrative:
For the investigation the logfiles and the device itself were provided. By analyzing the logfiles the described issue was confirmed. At different times several technical alarms were generated, which led to the a stop of the device check respectively to a stop of ventilation. If an unacceptable deviation between measured turbine rotation speed and the set value will be recognized during ventilation the technical alarm "blower defect" will be reported and the device will switch to patient safe mode. In this case the ventilation stops and the high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. During the tests performed on the device several faulty parts were found. Nevertheless the above described failure could not be reproduced. The device will be repaired by the precautionary replacement of the motor blower, the pcb motor controller and the pcb sensors.

Event description:
Please see initial-report.